Event description:
It was reported the pt received a low battery warning from his scs ipg. It was also reported the pt has not used his scs system in approximately one year and used it for only 6 weeks following implant. Using the pt's parameters, it was determined the warning is a result of passivation. Subsequently, an sjm representative cleared the warning and advised the pt to notify the physician if the issue recurs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.